Manufacturer narrative:
.

Event description:
Procedure: sleeve gastrectomy. According to the reporter: the device misfired, the staples did not form. As a result, the case was extended by more than 30 minutes.